Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: push the ventilator to the front of the patient's bed, connect the pipeline, conduct airtightness and flow sensor tests before getting on the machine, and pass the ventilation test using a simulated lung. It was found that the ventilator cannot ventilate normally. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: push the ventilator to the front of the patient's bed, connect the pipeline, conduct airtightness and flow sensor tests before getting on the machine, and pass the ventilation test using a simulated lung. It was found that the ventilator cannot ventilate normally. No patient harm or consequences.